Event description:
It was reported that the site would not detach from insertion device causing them to pull infusion set site entirely off after insertion event on 15 mar 2026.

Manufacturer narrative:
Initial 5 of 6. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.